Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is unknown. Date of event: date of postoperative nail breakage is unknown. Device was implanted in august 2017; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was brought to surgery due to a broken trochanteric fixation nail advance (tfna) nail. The breakage was noted at the junction of the helical blade and nail. The original implant date was (B)(6) 2017. The patient was revised to a tfn on (B)(6) 2018. The devices were disposed. The surgery was successfully completed and the patient was stable. Concomitant device reported: tfna helical blade l95 tan (part # 04.038.295, lot # h338191, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Manufacturing location: monument, manufacturing date: 06-jun-2017, expiration date: 30-apr-2027, part #: 04.037.159s, lot#: h377005 (sterile) - 11mm/130 deg ti cann tfna 380mm/left- sterile. Quantity 4. Inspection sheet for in process/inspect dimensional/final met inspection acceptance criteria. Inspection sheet for tfna assembly inspection meet specification. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ l367690, 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ h249494, 04.037.912.3 - tfna lock drive bp-58 lot ¿ h368167. 21127 - raw material lot bp-80 lot ¿ h210699. Raw material received from metalwerks pmd, inc. Certificate of test report for titanium provided by metalwerks pmd, inc. Meet specification. Raw material receiving/putaway checklist meet requirements. Planned nc was created at final inspection operation 160. This planned nc will allow operators to no longer measure the notch depth feature at final inspection. The notch depth will continue to be measured with a 100% inspection frequency at mill ID which is not relevant to complaint condition of ¿nail breakage¿. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ h3, h6: customer quality conducted a review of the provided x-ray. The reported tfna nail (04.037.159s, h377005) is part of the tfn-advanced proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The nail was not returned, but provided x-ray images were used to confirm the reported complaint condition, and further replication is inapplicable. The reported tfna nail (04.037.159s, h377005) was manufactured on 06jun17 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Planned nc was created at final inspection operation 160. This planned nc will allow operators to no longer measure the notch depth feature at final inspection. The notch depth will continue to be measured with a 100% inspection frequency at mill ID which is not relevant to complaint condition of ¿nail breakage¿. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material properties of the reported part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the reported part(s), additional material testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Change was implemented after the manufacture of the reported nail and called for changes which could prevent recurrences of similar complaint conditions based on the way that the design change impacts force distribution. The changes involved the removal of flutes along the shafts of nails, which could subsequently help improve bone healing (tfna rationale for flute removal. ) the nail was not returned and therefore dimensional analysis could not be performed. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Lack of patient compliance, improper placement/locking of the nail, patient co-morbidities, amongst other factors could have contributed to the complaint condition, but there is no indication that the design and manufacture of the nail contributed to the complaint condition. This complaint condition is adequately covered by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.